Manufacturer narrative:
C4 - #1 therapy dates - start date - estimate. D4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Dates of death, event, and implant: estimated date. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported through a research article identifying xience and other non-abbott stents that may be related to death. Specific patient information is documented as unknown. Details are listed in the attached article, titled "efficacy of drug-coated balloon angioplasty in early versus late occurring drug-eluting stent restenosis: a pooled analysis from the randomized isar desire 3 and desire 4 trials".